Manufacturer narrative:
Additional information g4 and h6 device evaluation: the pump was returned and investigated. A visual inspection of the pump found that the manufacture's seal is affixed. There was no physical damage. The reported problem was not found in the event log. During functional testing, the reported problem was confirmed. The delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. The root cause could not be established. The expulsor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction information: h6, h10.

Manufacturer narrative:
Other text: additional information: h6: device evaluation: the pump was returned and investigated. A visual inspection of the pump found that the manufacture's seal is affixed. There was no physical damage. The reported problem was not found in the event log. During functional testing, the reported problem was confirmed. The delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. The root cause could not be established. The expulsor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4).

Manufacturer narrative:
Information was received on 7-apr-2020 indicating that there was no patient involved in this event, the failed volumetric accuracy test occurred during annual preventive maintenance test.

Manufacturer narrative:
Returned device was received in fair physical condition. It was noted that the device has a damaged lens and the ail was loose. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had failed volumetric testing. There were no adverse events reported.